Event description:
In mid-february, surgery techs noted 4-5 surgical lumbar pts with skin reactions following use of certain foam headrests, which are part of a pre-packaged surgical kit. Over the previous 2-3 weeks, techs had noticed that the newer headrests were not the original color. The color had gradually been changing from pale pink to deep fuschia. The skin reactions were noted to occur only with the darker headrests. The darker the color, the more severe the reaction. The sales rep was notified by phone on 2/14/96 of the problem and asked to pick-up all fuschia headrests and replace them with the original pink one. The pts with skin reactions were assessed in the or, in pacu and again in their rooms. All the rashes appeared to be resolving without treatment, so no other follow-up was done unil 3/6/96; when the surgeon for the referenced pt reported that the pt's rash had deepened. He referred the pt to a dermatologist for add'l treatment.